Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery alarms. The customer's blood glucose level at the time of incident was 356mg/dl. Troubleshoot was conducted. The customer was advised the alarm was caused by infusion and or reservoir connection. The customer was advised the set and reservoir would be replaced.